Event description:
A patient of undisclosed gender and age underwent an undisclosed procedure in which the zilver vena venous self-expanding stent, g57449, was used. The stent was deployed in a tight lesion. When deployed the stent stretched to 200 cm from a 160cm length. When it deployed it went into the tissue tract of the patient. The patient was transferred from the facility to the hospital with an emergent procedure. As per clinical specialist at cook inc received 19-nov-21: the doctor did not observe the stent detach from the delivery catheter (rushing) and pulled the stent and stretched it. The patient had to go to the hospital for emergency removal of the stent. This file will capture the user error of an incorrect size access sheath used. A 9fr access sheath was used instead of a 7fr.